Event description:
It was reported the system failed to boot up. There was no report of a patient and/or customer serious injury or death.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The circuit boards were reseated along with the power supply connectors. The system was then found to be operating as intended.